Manufacturer narrative:
Investigation summary: bd had not received samples or photos for investigation of material # 367812, batch # 0100893. Therefore, 29 retention samples from bd inventory were evaluated by visual examination and stopper pull out testing. Three (3) out of the 29 samples failed the stopper pull out testing and the issue relating to stopper pop off was observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. Bd has initiated further root cause investigation relating to the issue of stopper pop off through corrective and preventive actions. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported when using the bd vacutainer® serum blood collection tubes, the device experienced stopper popping out of the tube. The following information was provided by the initial reporter. The customer stated: verbiage received, - "I have a few departments in the hospital complaining about some vacutainer blood collection tubes 4ml red tops having issues with the caps staying on."